Event description:
It was reported that the balloon was stuck with the wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon got stuck with the non-boston scientific guide wire. The non-boston scientific guide wire and wolverine were removed as a single unit from the patient's body. However, the non-boston scientific guide wire was able to be removed from the catheter outside the body. The procedure was completed with a different device. There were no patient complications reported.